Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturing reference number: 2017865-2022-45896. It was reported that the patient presented in clinic with a pocket infection. There was no allegation from a healthcare professional that the infection was caused or contributed to by the biventricular implantable cardioverter system or related procedure. It was noted that there was vegetation on the leads. The system was explanted and replaced with a leadless pacemaker. The patient was in stable condition.